Event description:
Omnipod insulin delivery system devices have failed 3 times in the past 2 weeks. I rely on the device for insulin that, as a type 1 diabetic is required to avoid high glucose that is harmful to my health.